Event description:
Customer reported 3 bang noises in the laser during treatments today. The 3rd one was very loud and was followed by a laser energy rails exceeded message. The customer completed a 2nd refill and was able to complete the next case successfully. During the equipment check performed by the field service engineer (fse) he found that the high voltage choke and high voltage cable was burnt inside the unit.

Manufacturer narrative:
Field service specialist (fse) replaced the cables and parts and tested the equipment operation. This resolved the problem. System met abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.